Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be provided when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely depressed ca19-9 results. The results provided for pt#1 were = initial 4000 u/ml / repeat was 7000 u/ml. There was no reported impact to patient management. There was no additional patient information provided.